Event description:
Report received with returned product that device was explanted due to infection. Follow-up letter will be sent to health care provider for further information on this event. Device has been analyzed by manufacturer.